Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the third middle of the leg. There was a leak in the hub of a 5.5 x 100 mm armada 18 balloon catheter during inflation. The inflation device was used with a non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leaking at the hub when the device was pressurized. The leak was detected at the base of the strain relief tubing. A review of the complaint handling database found no similar incidents from this lot reported for leaks at the strain relief. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.